Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b5 and block e1 (initial reporter address1 and initial reporter zip/postal code) have been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that one band detached during the deploying process. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 8, 2024: the type of procedure performed was endoscopic variceal ligation it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that one band detached during the deploying process. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 8, 2024: the type of procedure performed was endoscopic variceal ligation it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2: correction. Block d4 model number has been corrected. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the two bands were overlapped, and the suture returned with seven knots. No other problems with the device were noted. The reported event of bands prematurely deployment cannot be confirmed. Upon analysis, it was noted that two bands were overlapped, this problem could cause this reported code; however, since this failure would only be able to be seen during the procedure and there weren't any photos or evidence showing that the bands got deployed prematurely; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that one band detached during the deploying process. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.